Event description:
It was reported that pump experienced malfunction alarm while customer was using it, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to reset pump using instructions provided by technical support when able to do so, and was advised to call back if malfunction code occurred again, which customer acknowledged and understood.